Event description:
It was reported the lead was explanted due to low impedance, less than 200 ohms, & oversensing. Additional information was subsequently received reporting during laser extraction to remove the lead, onset of vt occurred. Lab staff defibrillated the patient with 200joules externally & converted back to sinus rhythm for a brief period. The patient's rhythm deteriorated to intermittent heart block, followed by incessant vt/vf, despite multiple external shocks & CPR. During resuscitation efforts, the dr. Attempted to place a new competitor lead to provide stable pacing support. A new lead was implanted, & resuscitation continued, but was unsuccessful. The model 6947 lead was not extracted.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Cause of death reported by physician was cardiac; acute death during lead extraction, as a result of extraction procedure, leading to cardiopulmonary arrest. The autopsy report stated cause of death as "hemopericardium & hemothorax during pacemaker placement," with hypertensive arteriosclerotic cardiovascular disease" as contributory factor. Other: it was reported the lead was explanted due to low impedance, less than 200 ohms, & oversensing. Additional information was subsequently received reporting during laser extraction to remove the lead, onset of vt occurred. Lab staff defibrillated the patient with 200joules externally & converted back to sinus rhythm for a brief period. The patient's rhythm deteriorated to intermittent heart block, followed by incessant vt/vf, despite multiple external shocks & CPR. During resuscitation efforts, the dr. Attempted to place a new competitor lead to provide stable pacing support. A new lead was implanted, & resuscitation continued, but was unsuccessful. The model 6947 lead was not extracted. No conclusion can be drawn; oversensing, impedance, low.